Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and evidence of fire was observed on the sensor. The sensor plug was properly seated. Further investigation was performed and the sensor damage is consistent with being microwaved. Bubbling of the top shell of the sensor and burn marks to the bottom of the casing was observed. Therefore the issue is not confirmed to use. Extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. No further investigation is required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported receiving a sensor error message from their freestyle libre sensor. Upon investigation of the returned sensor, evidence of fire was observed on the sensor patch. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.